Event description:
It was reported that the micro sagittal saw was overheating during an anterior cruciate ligament repair procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.